Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, it was noted that the patient's right atrial lead exhibited high capture thresholds with intermittent capture. Preoperative fluoroscopy imaging was performed and lead dislodgement was confirmed. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable before, during, and after the procedure and was noted to have been discharged home in stable condition.